Event description:
The customer reported to olympus that the video scope adhesive was worn. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, contamination was identified in the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive failure of light cover glasses and optical cover glass; the light and optical cover glass were chipped; distal end adhesive was worn; the insertion tube failed delamination; the control body identity badge was missing; the switch was damaged; the up/down angle, the down/right angle, and the electrical safety test were all found to be out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.